Event description:
It was reported that during mechanical ventilation in the ICU, the device was introduced into a pt's breathing circuit, and within minutes the pt's oxygen saturation level began decreasing, at which time they started using a manual resuscitator (ventilation bag) to provide short-term breathing. Once the pt's oxygen saturation level was restored, the pt was returned to the mechanical ventilator and once again the pt's oxygen saturation level decreased. The pt showed signs of respiratory distress, becoming cyanotic. The attending respiratory therapist examined the device visually and detected no abnormalities, and then replaced the device with one of a different MFR. The pt's symtpoms and oxygen saturation level returned to normal. The pt was subsequently released from the ICU with no sequelae to this event.

Manufacturer narrative:
Device evaluation begun, but not yet completed.